Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl and the other blood glucose level was 280 mg/dl, 350 mg/dl, 273 mg/dl, 89 mg/dl and 348 mg/dl. Customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was on. Customer was neither in emergency room, admitted to hospital nor to emergency medical service. Customer stated that the insulin pump had passed the high pressure test. The insulin pump will not be returned for analysis.